Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated at a follow up and no magnet response was seen. Boston scientific technical services (ts) discussed replacing the device. The device was explanted and disposed. No additional adverse patient effects were reported.